Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction and nothing wrong with the hm12 catheter.

Event description:
Intermittent catheter patient (user) said he is currently being treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic called cipro, took the full course, and recovered after ten days.